Event description:
Device 3 of 5. Ref MFR report: 1627487-2013-10096, -10097, -10099 and -10100. The pt (spain) had an scs system which included the ipg, two leads (from the same lot), two lead extensions (from different lots) and two lead anchors (from the same lot). It was reported the pt was hospitalized due to an infection. An antibiogram was performed and came back (B)(6). The pt was treated with oral antibiotics and the entire scs system was explanted. Further investigation identified the infection has since resolved. The explanted devices will not be returned to the MFR for analysis.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.